Event description:
It was reported that intra-op, the nim3.0 has garbled code and could not be used normally. Replacement device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
H3: product analysis found the impedance self-test of stim1 failed. Fuse broken. H6: codes applicable are fdr c070603, fdc d02 and img g0201202. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253002, serial/lot #: (B)(6) /210878001, UDI#: (B)(4), h3: product analysis found visual check passed. Electrical test and functional test passed. No fault found. H6: codes applicable are fdr c19, fdc d14, d20 and img g02030. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.